Event description:
Customer reported unexpected negative reactions on galileo during validation of the syphilis assay. Some known syphilis reactive samples came out non reactive on the first or confirmatory run.

Manufacturer narrative:
The customer did not provide additional data about this event. A service call was made; the instrument was operating as expected.